Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check with presyncopal symptoms. The right ventricular lead exhibited noise, erratic, short and high in amplitude. The lead was capped and replaced successfully on (B)(6) 2016. No additional information was available.